Event description:
Customer reported that he was hospitalized due to high blood glucose. Customer blood glucose reading at the time of hospitalization was 419 mg/dl. Customer stated that he had chest pains, nausea, was vomiting and excessive thirst prior to hospitalization. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement test, rewind basic occlusion, occlusion, prime/a33 and excessive no delivery test. No motor error alarms noted. Motor error passed motor test.